Manufacturer narrative:
The subject device was returned to olympus (rrc) regional repair center southend with the customer reported issue of "pressure too high in machine¿ and during initial inspection, blue plastic like debris was identified in the mouth of the air / water nozzle. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer reported issue: outlet pipe condition - fail - blockage evident air channel volume - fail - blockage evident water flow - fail - not to specification water removal - fail - not to specification water channel volume - fail - blockage evident technical evaluation has confirmed the customer reported issue ¿pressure too high in machine¿ due to the air / water nozzle blockage. Service repair noted the failure found attributed to handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue with a description of ¿pressure too high in machine¿. The issue found during reprocessing. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign material is protruding from a/w (air/water) nozzle of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fragments of peripheral products such as injection tube that entered into the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.